Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an alignment issue of hasp. A field service engineer replaced tape on the hasp to change the position of the hasp and replaced the backplate of the remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system needs q-lock replacement. The customer reported that the qlock was falling off the fridge. The user was not able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.